Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device locked on tissue on the third firing. The surgeon pried the device was of the tissue, with no tissue damage. Another device was used to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
(B)(4). Fired through the lockout the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The event reported could not be confirmed due the condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.